Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they would normally get a ¿surge¿ of stimulation in their legs and right side. The patient stated that it would occur when they were squatting or reaching. It was noted that the overstimulation had been an issue since the patient was implanted on (B)(6) 2016. No further complications were reported or anticipated. Indication for use is spinal pain.